Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
Both of the patient's legal guardians (lg) called in to report on behalf of the patient that their blood glucose (bg) level reached 330 mg/dl, while wearing the pod between 4 and 24 hours. The mother reported she was unsure the cannula was properly seated in the infusion site (arm), and was found to be bent when removed. Treatment information was not provided.

Manufacturer narrative:
The pod was received with the soft cannula deployed. The exposed portion of the soft cannula was observed to not be bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the cannula from properly inserting. The exact cause of the reported unsure properly inserted cannula could not be determined. Inspection of the formed needle, soft cannula, and bottom housing found no damages or defects that would result in skin irritation at the infusion site. The exact cause of the reported event could not be determined.